Event description:
It was reported that shaft broke. A stenosed biliary lesion was being treated. Upon reviewing images, it was noted that an implanted expel drainage catheter was broken in several pieces. The physician extracted some of the pieces however the remaining fragments were pushed into the duodenum. No further patient complications were reported.

Manufacturer narrative:
(B)(4) (B)(4). Patient age: over 18 years old. Device evaluated by MFR: device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft broke. A stenosed biliary lesion was being treated. Upon reviewing images, it was noted that an implanted expel drainage catheter was broken in several pieces. The physician extracted some of the pieces however the remaining fragments were pushed into the duodenum. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the returned device was found broken. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).